Manufacturer narrative:
The insulin pump was received with flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. The pump was received with cracked keypad overlay at select button, cracked retainer, scratched case, fading serial number label and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was scratched on the front-side. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.